Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call low blood glucose, high blood glucose and issues with insulin pump. Customer's blood glucose level went as low as 43 mg/dl and as high as 400 mg/dl. Customer declined to troubleshoot and based on their doctor's advice they wanted a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.